Event description:
It was reported that there was atrial undersensing of chronic af (atrial fibrillation). The atrial lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694958 lead implanted: (B)(6) 2006; 5076-52 lead implanted: (B)(6) 2010. (B)(4).